Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump's downstream occlusion sensor bubbled up. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the tamper seal was damaged, the lens was damaged and the downstream occlusion sensor seal was bubbled. Based on evidence and investigation, the complaint allegation was confirmed. One possible, but unconfirmed, problem source was listed as the use of improper cleaning solutions. The downstream occlusion sensor seal was replaced.